Event description:
The layer user/patient contacted lifescan in 2008 and alleged that he had an issue with this one touch mainlanders lancing device. The pt reported that the alleged issue first occurred on two days earlier in the afternoon. He mentioned that the lancet does not fully penetrate. He also reported that he experienced blurred vision after the reported issue began. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the appropriate depth setting and was using a clear cap with the device. The pt's technique used to collect the sample was also reviewed that he was using the product according to instructions. This complaint is being reported because the pt allegedly experienced symptoms suggestive of hyperglycemia after the reported issue began. The pt did not receive any medical intervention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for eval, but has not yet rec'd it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.